Event description:
It was reported by the patient that there have been several "little episodes" since being implanted with the device. They reported getting "little shocks" and that they were feeling poorly when it happened. Follow-up was conducted to obtain information on whether the symptoms were device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.